Manufacturer narrative:
It was reported that when the user creating ther plan it was noticed that the emergency button was light on despite not having being pushed. Device history record review and complaint history review were not performed based on the low severity of this complaint. The red emergency light was on at the device initiation because the controller did not initiate. The device behaved as expected as it showed that the controller required to be rebooted. The issue is due to the scr version used in controller. The issue was already analyzed as part of a supplier non-conformity. (B)(4).

Event description:
When the surgeon was creating the plan on the (B)(6) robot, the company field service engineer (fse) noticed that the emergency button was turned on (red). The button had not been pushed, and it appeared to turn on for no apparent reason. This was noticed around 7:50am est, but it's possible it had turned on earlier. The surgeon was able to merge imaging, and plan their trajectories when the red light was on. After the surgeon was done, the fse saved the plan, and restarted the robot. The patient was being put under anesthesia at the time, so the restart of the robot did not produce a delay for the surgery, but did take 5 minutes to restart the robot. The red light did not turn on again after the restart, so no other restarts were needed and the restart appeared to fix the issue.